Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed the distal j-tip was slightly deformed and contained 2 slight bends. The distal and proximal welds appeared fully and spherical. The returned guide wire contained two bends from 330-355 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.812 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "using the two-piece arrow advancer , advance spring-wire guide through syringe into vein." The guide wire was able to advance through a lab inventory ars and introducer needle with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire j-bend was slightly misshapen and the guide wire body contained two bends. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.